Event description:
It was reported that during the user facility's preventative maintenance the pump had an inaccurate delivery rate. The device was not being used on a pt.

Manufacturer narrative:
MFR's report date 12/05/97. The pump was returned and evaluated. Visual and functional testing was performed and the pump was found to meet all MFR's specs. The accuracy was tested at several rates and passed all test. We were unable to confirm the reported accuracy issue.